Event description:
"Following balloon dilatation of stenosis while attempting to remove balloon from graft, the distal portion of balloon and catheter broke leaving portion in graft. Had to be removed with snare. Balloon did rupture (not uncommon) during dilatation." Above written by radiologist. (Dialysis fistula - left forearm.)